Event description:
During hansson pin surgery, while drilling with the cannulated drill, the drill bit was blunt and took long time. The surgeon finished the surgery, using a drill as it is.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.